Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for multiple patients tested on multiple assays on a cobas e801 module. Based on the data provided, the results for 1 patient tested for total psa are a reportable malfunction. The total psa result was 4.28 ng/ml. This result was reported outside of the laboratory. The repeat result was 7.02 ng/ml. There was no allegation that an adverse event occurred. The total psa reagent lot number and expiration date were not provided. The field service engineering (fse) team visited the customer site on 04-feb-2019 and (B)(6) 2019 and performed the decontamination procedure on the instrument. Instrument checks were acceptable and the customer's qc results were within the specified ranges. The customer resumed operation of the instrument. Approximately 2 hours later, additional discrepant results were generated for 1 patient tested for elecsys estradiol iii (estradiol iii). On (B)(6) 2019 patient 2 initial estradiol iii result was 5006 pmol/l. This result was not reported outside of the laboratory. The repeat from a different analyzer was 49.6 pmol/l. The estradiol iii reagent lot number was 359579. The expiration date was not provided. On (B)(6) 2019 the customer continued to have issues. The fse changed the seals and measuring cells. Following the measuring cell replacement, the customer received an abnormal low signal alarm and was unable to calibrate. On (B)(6) 2019 the fse made some adjustments to the sipper probe alignments. The customer was still seeing the abnormal low signal alarm. The fse then changed the pinch valve tubing and checked all the syringes for cracks (there were none). Precision checks were run on the assays most affected. The customer no longer received the abnormal low signal alarm and, after repeating 180 patient samples, received no more discrepant results. The customer has resumed operation of the instrument.

Manufacturer narrative:
Qc and instrument checks were within specification. The service engineer replaced the measuring cells and pinch valves were replaced. The investigation determined the affected samples were measured shortly after the procell bottle was changed, indicating a procell deterioration in the standby pro-cell flowpath caused by contamination. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.

Manufacturer narrative:
Medwatch field b1 was updated.